Manufacturer narrative:
The pipeline braid and pushwire were returned for evaluation. The pushwire was observed to be separated into two sections (distal and proximal), with the distal section measuring 7.7cm and the proximal section measuring 170.5cm. The microcatheter was also returned and observed flattened and kinked. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying, and the middle section having no damages. Pushwire kink was observed at 7.5cm from the distal tip coil. No damages were found on the tip coil, capture coil, and proximal bumper. The broken end of the distal section pushwire was then cut and sent out for scanning electron microscope (sem) analysis. Based on the analysis findings, the pushwire separation is consistent with wire failure via torsional overload. It is possible that the ¿resistance¿ encountered caused the microcatheter and pipeline delivery system to become damaged. However, the cause for the resistance could not be determined. Furthermore, the damages observed on the microcatheter (kinking and flattening) and pipeline pushwire (kinking and separation) suggest excessive force was used such as pushing and pulling. In this event, user error may have contributed to the reported issues as the physician continued to manipulate the pushwire (torque) and microcatheter by pushing and pulling despite of the resistance. Per the instructions for use (IFU): ¿if high force or excessive friction is encountered during delivery, discontinue the delivery of the device and identify the cause of the resistance. Remove the device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or injury. While advancing the ped inside the microcatheter, do not pull back on or torque the wire. This may make device release more difficult or impossible. In addition, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the left internal carotid artery the distal tip of the push wire separated. It was reported that resistance was encountered during delivery of the pipeline, as the device opened the delivery system could not be advanced. It was reported that the physician withdrew the marksman microcatheter about 3mm from the carotid artery and the push wire was rotated three times. The microcatheter was withdrawn again, and the push wire was rotated another two times when the push wire was noted to be outside the front of the microcatheter. It was reported that the separation occurred during removal of the push wire. The break was intact as there were no fragments. The pipeline and marksman were removed together from the patient and another device was used to complete the procedure successfully. The patient current status is stable. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.